Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6)); product type: 0213-recharger b3: event date is date valid.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said their representative quit a couple years ago and disappeared and patient was still trying to get a representative. Pt was redirected to their healthcare provider (hcp) and agent emailed local reps. Pt noted they needed their implant (ins) battery reset. Agent understood the ins was in an over discharge state because the pt said a rep can reset it a total of 3 times since it was totally discharged. Pt said they noticed the issue two days ago. Agent asked when pt last charged the ins and they said it was last charged a week and a half to two weeks ago. Pt said they were getting a warning sign in top left of the recharger with a discharged battery and to the right it had a power cord. Pt said they had the recharger (insr) plugged into the desktop charger (dtc) for a long time but when they plugged it in the ins turned off. During call pt attempted to recreate the message and they got the message charge the recharger. Pt had the insr plugged into the dtc and it was not recharging. When examining the dtc there was no connector pin and on the cord there was a spot where it was pulling away. The issue was not resolved. An email was sent to the repair department to replace the desk top charger.

Manufacturer narrative:
Product ID 37761 lot# serial# (B)(6) was returned for product analysis. Analysis found the cable assembly was frayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.